Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp and found the connector from the battery pack wo the base of the unit was bent. To resolve the issue, the fse replaced the connector. The fse performed preventative maintenance (pm), and a full calibration, and tested the unit. The iabp passed all tests to factory specifications. The unit was returned to the customer and cleared for clinical use.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) will not charge. It is unknown the circumstances in which the event occurred or if there was any patient involvement. There was no patient injury or harm nor adverse event was reported.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) will not charge. It is unknown the circumstances in which the event occurred or if there was any patient involvement. There was no patient injury or harm nor adverse event was reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h10, h11. Corrected fields: h4, g5.